Event description:
It was reported, that the pump touch screen was cracked and unresponsive. The customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, the customer required assistance, addressing bg with an intravenous insulin drip at a hospital clinic for 24 hours. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received, and evaluation is performed. H3 other text: device not returned.